Event description:
Cystoscope introduced; a 0.035 glidewire passed up the right collecting system, followed by a uromax balloon. A 4cm balloon was insufflated to about 7 atms (atmospheric pressure) of pressure and possibly popped because it would not insufflate any further. Balloon was inspected after removal and had a hole in it. Another balloon opened and used; no blood loss, no harm to patient. Procedure went on to completion.======================manufacturer response for balloon ureteral dilator, uromax baloon (per site reporter).======================what was the original intended procedure?cystoscopy and right retrograde pyloegram, balloon dilation of right ureteral orifice, ureteroscopy and holmium laser lithotripsy of stone.device #1is this a laboratory device or laboratory test?no.